Manufacturer narrative:
The UDI for the device is unavailable as the lot number was not provided. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoprosthesis endoleak.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of a symptomatic chronic dissection in zone 3, which extended to zone 4. The tevar indication was for aneurysm. The primary entry tear was located in zone 4 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu312610 and 343415) were implanted, within zone 4, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 40mm, in zone 4. No post-operative complications were reported and the patient was transferred to the intensive care unit and discharged to home on post-operative day (pod) 6. The maximum aortic diameter within the treated area at time of discharge was reported to measure 40mm. The patient underwent follow up visits on unknown pod(s): 34, 419 and 629. On an unknown date, approximately pod 34, no follow up imaging was performed. On an unknown date, approximately pod 419, follow up imaging reported a type ii endoleak and false lumen perfusion; the aortic diameter within the treated aorta, evg measured 32mm. A right renal artery (rra) stent was implanted and a gore® excluder® iliac extender endoprosthesis was implanted to proximally extend a previously performed aui of the right common iliac artery (rcia). The patient tolerated the procedure with good patency reported and the endoleak resolved. On an unknown date, approximately pod 629, follow up imaging reported the aortic diameter within the treated aorta, evg measured 40mm.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - please note that upon review of the file, this event has already been reported under medwatch # 2017233-2018-00450. Therefore, this medwatch was created and submitted in error.

Manufacturer narrative:
Additional manufacturer narrative/corrected data . Patient weight.